Event description:
It was reported that the right atrial lead exhibited loss of capture. A fluoroscopy revealed that the lead insulation was abraded. The physician suspected sub-clavian crush was the cause of loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.